Event description:
It was reported that customer experienced malfunction alarm 16 on insulin pump, with no blood glucose information available at time of report. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where pump started, charged, and connected to computer normally, with history showing malfunctions 16 and 9 around time noted; customer received replacement pump while original device was retained for further analysis.